Event description:
Reporter initially noted lint and fibers in several paks. Feets back table cover or gauze are source. Cases prolonged to remove particles during procedure. Stated none of the pts had any post-op reactions. Additional info received noted surgeon had to bring pt back for fiber removal.